Event description:
The customer reported to olympus, the evis exera iii colonovideoscope angulation became locked and could not disengage, the surgeon stated the knobs are locking up when manipulating during the procedure. The issue was found during a diagnostic colonoscopy, the procedure (lasting 34 minutes) was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the knobs were locking up. Additional findings include the following: the production label needed to be replaced, the bending section cover adhesive was leaking, the insulation value was not to specification reading at 10 megaohm, the angulation was low, the control knobs had play (right / left / up / down), the plastic distal end cover had a deep dent, the objective lens cement was peeling, the light guide lens cement was peeling, and the bending section cover adhesive had a crack. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the event (control knobs locking) likely occurred due to insufficient angulation and play of angulation control knobs. The user likely did not note the event during the inspection of the device prior to use. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿3.2 inspection of the endoscope¿ this supplemental report includes a correction to h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.